Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The lamp could not be lit during testing due to a faulty power unit. It was also noted that the emergency lamp was faulty as well. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that the lamps were unable to light due to the faulty power supply. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: full name of establishment - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source emergency lamp could not light up. The issue occurred during reprocessing. There were no reports of delays or patient harm.